Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was possibly fractured, there was high impedance and noise. It was also reported pacing was withheld due to over-sensing and the patient experienced syncopal episodes. The lead was capped, replaced, and no further patient complications have been reported as a result of this event.